Event description:
Co's data on the battery performance of the st. Jude medical trilogy family of pacemakers reveals unanticipated precipitous battery depletion. Adverse outcomes have been demonstrated.